Event description:
Customer reported that tslimx2 cartridges did not sit correctly in pump. There was no reported impact to the customer¿s blood glucose level. Customer declined follow-up with technical support, and no further information was obtained.